Manufacturer narrative:
Follow up information was received on 20-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and excessive bleeding/abnormal and heavy bleeding (genital haemorrhage). She underwent a hysterectomy and salpingectomy. The events are anticipated in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes, also pelvic pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain: pelvic') in a (B)(6) female patient who had essure (batch no. B82474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis chlamydial in 2002, multigravida, parity 4, cervix inflammation (chronic), tobacco user, goiter and uterine dilation and curettage. Previously administered products included for an unreported indication: mirena from (B)(6) 2014 to (B)(6) 2014. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera)(B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"), 1 year after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding/abnormal and heavy bleeding"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion detail: the tubal ostia on both sides were clearly visualized, the essure device introduced leaving 1 coil trailing on the right. Identical procedure performed on the contralateral side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, pelvic pain, vaginal hemorrhage." Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event bladder problems, urinary problems, vaginal discharge, bladder infections, uti, vaginal infections were added. Event outcome of pain, bleeding, bladder/urinary problem were updated. Reporters were added. Lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain: pelvic') in a 30-year-old female patient who had essure (batch no. B82474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis chlamydial in 2002, multigravida, parity 4, cervix inflammation (chronic), tobacco user, goiter and uterine dilation and curettage. Previously administered products included for an unreported indication: mirena from (B)(6) 2014 to (B)(6) 2014. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera)(B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"), 1 year after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding/abnormal and heavy bleeding"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion detail: the tubal ostia on both sides were clearly visualized, the essure device introduced leaving 1 coil trailing on the right. Identical procedure performed on the contralateral side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, pelvic pain, vaginal hemorrhage." Batch no b82474 production date 2013-10-14 expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. On (B)(6) 2015, she underwent an hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Sometime after the procedure, plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain and abnormal and heavy bleeding. On (B)(6) 2015, plaintiff underwent a hysterectomy and salpingectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and excessive bleeding/abnormal and heavy bleeding (genital haemorrhage). She underwent a hysterectomy and salpingectomy. The events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain: pelvic') and genital haemorrhage ('excessive bleeding/abnormal and heavy bleeding') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis chlamydial in 2002, multigravida, parity 4, cervix inflammation (chronic), tobacco user, goiter and uterine dilation and curettage. Previously administered products included for an unreported indication: mirena from 1-jan-2014 to 30-jan-2014. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera)16-dec-2014 to march 2015. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"), 1 year after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: the tubal ostia on both sides were clearly visualized, the essure device introduced leaving 1 coil trailing on the right. Identical procedure performed on the contralateral side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 17-mar-2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, pelvic pain, vaginal hemorrhage." Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 12-jun-2019: this case is medically confirmed. Reporter information was added. This case concerns 30 year old patient. Her demographic was added. Historical medication/condition and concurrent condition were added. Essure indication was amended. Her concomitant medication was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish were added. She was recovering from event: pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.